Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implants have been explanted.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event could be confirmed as the scans provided for the new implant planning show that the devices were removed. The patient received bilateral tmj implants but later presented with malocclusion and chewing discomfort without pain, leading to implant removal; the surgeon found no implant failures but suspected incorrect occlusion fixation. New implants were placed, reportedly resolving the issues, and a review confirmed the devices were manufactured correctly with no deviations, though no imaging was provided to verify initial implant placement. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.